Event description:
"The user purchased the at home test kit from a local pharmacy. When the user went to use the test with the app, it read the qr code on the test as invalid and 1 day from expiration. The test foil pac says it expires 11/26/22, not (B)(6) 2022. Even more concerning is that it reads on your app like its a fake test. The user wants an advise how should proceed. The user did take the test anyway as a pharmacist said they think it is fine, but this pharmacy is very new to their neighborhood & user feel uncomfortable with this situation. Importer comments: this is a phenomenon that occurs because the serial number of the product and the application for activation are not synchronized. There is no error with the diagnosis of covid-19 but activation of the application through qr code is part of the product's functionality so that we assessed this is in criteria of "malfunction" according to the 21cfr803.